Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted to treat a 6cm bile duct malignant stenosis during a biliary stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the tip was kinked, and the stent was unable to be deployed. The tip was removed together with the delivery system and another wallstent biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a04 captures the reportable event of tip damaged. A wallstent biliary stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual examination of the returned device found the inner sheath kinked. A functional inspection was performed, the stent was deployed by actuating the delivery system (slide the handle back along the stainless-steel tube) without problems. No other problems were noted with the stent and delivery system. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of tip damaged/defective cannot be confirmed because there was no objective evidence or descriptive condition to confirm the reported event. Based on the available information, there is not enough information to confirm the reported event of tip damaged/defective; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted to treat a 6cm bile duct malignant stenosis during a biliary stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the tip was kinked, and the stent was unable to be deployed. The tip was removed together with the delivery system and another wallstent biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.